Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.3, lab: 2.4. Date: (B)(6) 2011, 3.4, 2.4. Pt's target therapeutic range is 2.0-3.0. Results on (B)(6) 2011 were done simultaneously.

Manufacturer narrative:
Pending.